Event description:
It was reported that the device was explanted and replaced due to premature eri. It was noted that the battery voltage reached a short margin from eri to eol.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no sources of high current drain were found. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.